Event description:
It was reported that the distal luer stem of a clearlink system continu-flo solution set broke off when disconnecting from an unspecified device. The male end was snapping off. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed a broken male luer connector. The reported condition was verified. The cause of the condition was a material related issue during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.